Event description:
The customer reported the surgeon inserted the +3.0 diopter aq5010v silicone three piece lens and did not like the way it seated in the eye. Surgeon decided to remove this lens and replaced it with a acl due to the pre-existing condition of the eye. There was no patient injury. The reporter stated the event was the result of a surgeon preference and not related to the lens.

Manufacturer narrative:
Event problem and evaluation codes: method code (process evaluation): medical review. Results code (process result): per medical review - reportedly, the surgeon couldn`t position iol properly upon insertion due to patient factor, so he decided to remove it and replace it with an anterior chamber lens. No reported problem with the lens. Incision was not enlarged for lens removal and no other tissue damage was reported. According to the report by a surgical technician, dated on (B)(6) 2015, the event was not related to the device but to the patient pre-existing condition (not specified). Given the information that lens was replaced by anterior chamber lens, it is very likely that patient support system (either zonules and/or posterior capsule) was too weak to hold the iol. (B)(4).

Manufacturer narrative:
Method - (process evaluation): device history record review. Results - (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggest a contributory factor in the complaint. Conclusion - (unable to confirm complaint): based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Evaluation code results: visual inspection of the returned lens showed the lens was received cut in half and there was a clear surgical residue on the lens. (B)(4).